Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device detected noise signals in two sensing vectors that could possibly be related to device seal plug noise seen during initial implant. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient had multiple untreated episodes with a single inappropriate shock due to oversensing of noise or possible electromagnetic interface. Technical services had discussed that this could be possibly due to issues to setscrew or the seal plug. The patient was brought in for system evaluation and the system was reprogrammed to primary sensing vector. No adverse events were reported.